Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon inflated but the pressure gauge would not rise above zero atm. No harm or injury was reported. The customer reported two defective devices but did not provide any additional information or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Conclusions: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.